Event description:
Customer called to report that the synchron cx pro clinical system, model cx9 pro, generated a falsely low sodium result. Customer stated that the result was not reported outside the laboratory; therefore, patient treatment was not affected. Customer stated that once the issue was noticed, the instrument was recalibrated and the samples were re-run, the result of which was reported. The field service engineer (fse) inspected the instrument and replaced the sodium and potassium electrodes to resolve the issue. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
(B)(4).